Event description:
Reporter alleged the patients' blood glucose read 500 mg/dl compared to a lab comparison of 100 mg/dl. It was stated no treatment was rec'd by the pt as a result of the reading, however, the lab test was ordered. Controls were mentioned by the reporter. However, it was not provided whether control testing was performed and if so, whether they were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.